Event description:
A customer reported receiving erratic readings on their adc meter. The customer reported receiving readings of 20, 48 and 88 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing blurred vision, clamminess, weakness and self-treating with food to counteract the event. No third-party medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned back to manufacture. The investigation is in process. The follow-up report will be sent when additional information is available.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.